Event description:
The physician attempted to treat patient using a spider fx wire in the right mid renal artery with moderate tortuosity (unknown calcification and % stenosis). The vessel was both pre and post-dilated. A 6f sheath and spider wire were used. IFU was followed during prep, procedure and post procedure. It is reported that the spider filter snapped off the spider wire at the target lesion and was not able to be retrieved from renal artery. The procedure was completed by stenting the spider against the renal artery wall for permanent implantation. A vessel occlusion occurred due to the device component. Patient status post procedure is reported to be alive with no complications.

Manufacturer narrative:
Cine image review: the device was not received for evaluation however, two images were received. In these images several catheters can be seen within a moderate tortuous vessel. A guidewire is visible running through the length of the vessel and sheaths. Due to the quality and clarity of images the snapped off spider fx embolic protection filter basket and floppy distal tip cannot be positively identified. No signs of stenting the filter basket to the renal artery wall were observed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.